Manufacturer narrative:
There is no evidence of a device malfunction. The operator attributed the reported blood loss to access issues, noting that the venous needle popped out when attempting to troubleshoot alarm. The cycler alarmed appropriately. The user's guide instructs the operator to return the patient's blood if alarms cannot be resolved promptly, as the risk of clotting increases, when the blood pump is stopped. A direct correlation between nxstage system one and the reported blood loss cannot be established. The event has been reviewed with facility staff who will provide additional training. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial pressure alarm occurred at the beginning of a routine hemodialysis treatment. The patient's needle "popped out" during attempts to troubleshoot and adjust the needle. The other needle was removed and the cycler shut off. Rinseback was not performed due to the amount of time the pump was stopped, resulting in an estimated blood loss of 235cc. No medical intervention was required.